Manufacturer narrative:
The customer was sent a replacement vent. The hill-rom service rep went onsite and evaluated the customer returned unit and could not duplicate the reported issue. The unit was tested and no issues were noted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the air hose connector has a leak in it. To stop the leak, they wrapped coband around the connector. The leak happened while the vent was on a patient and was loud. The vent continued to run without any issues; it was only the cooling gas side. The put the patient on a different vent and there was no harm to the patient.